Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited oversensing. The device was reprogrammed successfully. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
(B)(6)- was the reporter and enter telephone number. Nurse - rather than physician.